Event description:
After several hours of intra aortic balloon therapy blood was noted in tubing. The intra aortic balloon was removed and replaced. No pt injury occurred as a result of this event however; it was reported that the pt expired 2 days later due to illness.